Manufacturer narrative:
The customer reports the patient was revised for metal on metal disease, osteolysis, metallosis, and pseudo tumor. Doi (B)(6) 2009 dor (B)(6) 2011 (right hip) doi (B)(6) 2009 dor (B)(6) 2011 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for metal on metal disease, osteolysis, metalosis, and pseuto tumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metalosis and elevated metal ions, however pseudotumor and metalosis were already reported. Added stem to address elevated metal ions, lawyer, surgeon, law firm, revision hospital and expiration date for the head and liner.